Event description:
Patient on full support ge vent and apneic alarm sounding, patient was not receiving their set tidal volume. After further investigation by clinical engineering the exhalation flow sensor was defective. Any slight touch of the sensor would cause disconnection. Dates of use: 14 days. Diagnosis or reason for use: respiratory ventilator. Event abated after use stopped or dose reduced: yes.